Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The probe was received for investigation, but was discarded during the shipping process since it was not adequately labeled.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they had an issue with the cobas 8000 e 602 module (e602) on (B)(6) 2017. The field service engineer checked the instrument, ran performance testing, and checked liquid level detection on (B)(6) 2017. He told the customer that there were no problems with the analyzer and the customer resumed testing on the analyzer on (B)(6) 2017. On (B)(6) 2017, the customer stated that they received questionable results for a total of 14 patient samples tested for the elecsys tsh assay (tsh) and the elecsys probnp ii immunoassay (probnp). Of these 14 samples, ten had erroneous initial tsh results that were reported outside of the laboratory. Summary of results: (B)(6). No adverse events were alleged to have occurred with the patients. The tsh reagent lot number and expiration date were asked for, but not provided. The field service representative identified an electrical connector that came loose from a wire on the sample probe.